Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but no capture was observed. A high out of range pacing impedance measurement of greater than 3000 ohms was also observed. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.